Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. It was also reported that the pump touchscreen was intermittently unresponsive. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.